Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation determined that the instrument had previously arced. Evidence of an extensive arc track was observed. The arcing likely started at the gooseneck. The customer observation of "instrument case was burning" was likely the customer's interpretation of the arcing at the gooseneck of the monopolar hook.

Event description:
It was reported that during a surgical procedure, the permanent cautery hook instrument casing was burning. The instrument was replaced and the procedure was completed. No pt harm, adverse outcome or injury was reported.